Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the ultrasonic level sensor alarmed without cause and without error messages on central control monitor (ccm). After one minute, "not attached" message was displayed on ccm. At this time, they were not able to confirm that the level sensor was not mounted to venous reservoir. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. Per additional information from the customer: the audible alarm was sounded continuously for one minute without any message. After one minutes later, "level sensor not attached" alarm was displayed on ccm message area and level icon turn from green to read (or yellow). There fore, the customer took the sensor off an put a gel and reattached the sensor the reservoir, after that the audible alarm was gone.

Manufacturer narrative:
Per the manufacturing engineering center (mec), there was time lag between the alarm and the error message of about one minute. Software data logs were sent to the MFR for evaluation.